Event description:
MFR report #: EU-septodont-(B)(4). #1: extrusion of device v28.1 (intrasinus extrusion): from (B)(6) 2025 - serious - unknown. #2: tooth pain v28.1 (pain again in tooth 26 ): from (B)(6) 2025 - not serious - unknown.

Manufacturer narrative:
Reprocessed: unk.